Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
"The patient reported the initial concern of closing the gap between the two front teeth has not been resolved and the teeth are worse than when the aligner treatment was started. The patient is on the last set of aligners, and still has a gap in the front teeth, overlapping in the bottom teeth. The top left canine is still overlapping and now the teeth look crooked across the top and the bite is not aligning comfortably. All the front teeth have chipped due to biting/misalignment since the start of using the aligners over two years ago. It was noted that the patient has had one (1) refinement and two (2) oc's (occlusal cants). Dental history and medical history information was not applicable.".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.